Manufacturer narrative:
Findings: passed displacement test and rewind test. Motor was tested outside of the unit and passed. Motor error alarmed during basic occlusion test due to loose/flush drive support disk noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer insulin pump is out of warranty. The customer sent the insulin pump back for analysis.